Event description:
It was reported that, the physician saw high co compared to the ico in a post op CABG and the physician was concerned due to the fact that the patient had poor lv function and high sv. 1st flotrac reading - apco=9 / ico=7.4 (vigileo shows svr quite normal). Before intubation: apco=7.3 / ico=4.33; after extubation: difference between apco and ico was a 1.5 liter/min difference..